Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting signs of oversensing. The histograms, a feature in the vigor memory that stores paced and sensed events as well as the percentage of time spent in a range of pacing rates, listed a large number of atrial events over the upper rate limit programmed into the device. The histograms were cleared and the patient was sent home with a holter monitor to evaluate his heart activity. When the patient returned for an evaluation, the histograms showed all of the upper rate events as being above 175 beats per minute, but the holter monitor demonstrated no atrial-tachy events.